Event description:
Event reported as abcess discovered during surgery for another problem. Catheter explanted but pump remains implanted. Patient symptoms included pain. Primary location of the infection was the catheter track. It is unknown if a culture was obtained. The patient was treated with oral antibiotics and the catheter explant. The infection resolved however the patient suffered tremors and abdominal pain postoperatively. Patient has not returned to health care provider for 6 months. Patient risk factor was a thyroid disorder.